Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles and air gaps were noted in the infusion set tubing. The customer reported a blood glucose (bg) level of 464 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer does perform the air removal step when filling the cartridge. It was indicated that the customer would load a new cartridge at a later time.